Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Report received via FDA report mw5070898 stating: cook central catheter broke where the thinner, smaller tube connects with the larger portion of the catheter while the patient was at home. The patient returned to the hospital, where the line was removed and replaced. No further information was provided. Initial reporter contact information was not provided, accordingly, no follow-up can be conducted.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Each device is supplied with the instructions for use, which clearly states: ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. A review of the device history record shows no nonconforming events which could contribute to this failure mode. A complaint history search for similar complaints revealed this record to be one (1) of two (2) complaints associated with the complaint lot number 6778456. Pr167565 was previously opened for lot number 6778456. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.